Event description:
The patient reported she had disconnected the infusion device due to several e6 mechanical errors, but she was then able to clear the error messages by replacing the battery. Her blood glucose elevated to "hi" on (B)(6) 2014. She works in a hospital and went to the emergency room on (B)(6) 2014. She was diagnosed with diabetic ketoacidosis and treated with an insulin drip. Her blood glucose was in the 600 mg/dl range. She believes the insulin delivery of the infusion device is inaccurate. She is currently on injection therapy and her blood glucose returned to her normal range of 80-150 mg/dl. The infusion set, cartridge, adapter, and infusion device were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.